Event description:
It was reported the valve was explanted due to pv leak. Approximately 1/3 of the annulus contained no healing of the surrounding tissue ranging from the anterior to the right coronary artery all the way over to the junction of the non-coronary cusp with the left coronary cusp. A 23mm bioprosthesis was implanted.